Event description:
According to the reporter, while the device was sitting on a charger, it was noticed that the screen had error of red circle with slash over handle and yellow caution sign above. The screen appears to have condensation bubbles inside. The issue was not resolved so they used another handle. There was no patient involved. Medtronic¿s initial evaluation of the incident device found several instances of fpga (field programmable gate array) reprogram/reset failures. System logs showed that the handle fails for motor test due to fpga reprogram reset failures.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. During the investigation a condition of multiple evidence of field programmable gate array (fpga) reset/reprogram failures was detected. This condition has a potential for patient harm. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The most likely cause was traced to device design. Improvements have been initiated to mitigate this condition. Analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The cause of the observed open cid was determined to be from battery degradation. Device battery management enhancements are being evaluated to extend battery life and enhance battery health monitoring. It was reported that moisture was found inside the product prior to use and the physical appearance of the product was different than expected. The reported issues were confirmed. Visual inspection noted there were no signs of condensation on the inside of the screen. The most likely cause could not be established from the information available. After disassembling the device noted cracks on the organic light-emitting diode (oled) screen. When the device was powered on, the screen stayed black and a non-critical electrical component was found to be damaged. The product analysis noted evidence that the device was not used as intended. The damaged oled screen and q12 transistor can occur if the device is dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. If information is provided in the future, a supplemental report will be issued.